Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate on the pump. The customer reported filling the cartridge with 30 units from an insulin pen, and the remaining 200 units with the tandem syringe. The customer received an estimate of +60 units. The customer's blood glucose level was impacted 316 mg/dl. The customer loaded a new cartridge and delivered a correction bolus via the pump.